Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient suffered from a pelvic floor dysfunction. After the surgery the patient developed various serious symptoms, including chronic pain in her lower body and erosion of the mesh. In spite of various treatments, such as reconstructive operations aiming to repair the erosion of the mesh, and despite many tests, the problems still persisted. The patient is in the grip of uncertainty with regard to the future worsening of her problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.